Manufacturer narrative:
Elevated liver function tests and biliary sclerosis are documented adverse events of floxuridine as delivered via hepatic artery infusion as indicated on the drug product labeling. A device performance deficiency was not alleged or indicated in this complaint. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that a patient with an intera 3000 hepatic artery infusion pump had elevated liver function test, specifically bilirubin of 3.1mg/dl. Treatment [with floxuridine] was stopped and hep/dex/saline was instilled. Mrcp (magnetic resonane cholangiopancreatography) was negative for biliary stricture over the weekend, but repeat bilirubin measured on (B)(6) 2024 was 6 mg/dl. It was reported that repeat imaging would be perofrmed to rule out biliary stricture. It was later reported that the patient's symptoms were improving.